Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that low/short transmitter battery lifetime. Customer declined troubleshooting . No further patient complications were reported. The device will not be returned.

Manufacturer narrative:
Retainer ring= black. Case type =ngp. Customer returned insulin pump for alleged charge/battery lasts less than expected & rewind anomaly & drive/motor anomaly found on september 15, 2022 the passed the following test: displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test, active current measurement, sleep current measurement. P-cap was attached and lock into place properly. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage was found at the electronic assemblies, force sensor, motor. Successfully downloaded history files and traces using thus. No alarms or alerts noted during testing or on event date in the traces and history. No abnormal rewind anomalies were, or alarms were noted during testing. Unable to perform motor and force sensor test due to moisture damage to motor pins and force sensor pins. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded home switch. Rewind anomaly is not confirmed. Rewind anomaly is not confirmed. Charge/battery lasts less than expected is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.